Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture was observed on the right ventricular (rv) lead one day post implant procedure. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.